Event description:
A user facility¿s registered nurse (rn) reported that a custom combi set bloodline leaked from the bottom of the venous chamber upon initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm, but is not expected to. There was no defect or damage noted on the bloodline. There were no issues noted during priming. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted and treatment completed successfully with new supplies. The complaint device was discarded; however a photo is available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Corrected information: d10 concomitant products.

Event description:
A user facility¿s registered nurse (rn) reported that a custom combi set bloodline leaked from the bottom of the venous chamber upon initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm, but is not expected to. There was no defect or damage noted on the bloodline. There were no issues noted during priming. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted and treatment completed successfully with new supplies. The complaint device was discarded; however a photo is available.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, a photograph of the combi set was received. According to the photo received, it could be observed that the venous chamber was broken. The reported event was confirmed in accordance with the picture received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The reported event was confirmed based on the provided photograph.

Event description:
A user facility¿s registered nurse (rn) reported that a custom combi set bloodline leaked from the bottom of the venous chamber upon initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm, but is not expected to. There was no defect or damage noted on the bloodline. There were no issues noted during priming. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted and treatment completed successfully with new supplies. The complaint device was discarded; however a photo is available.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, a photograph of the combi set was received. According to the photo received, it could be observed that the venous chamber was broken. The reported event was confirmed in accordance with the picture received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The reported event was confirmed based on the provided photograph.

Event description:
A user facility¿s registered nurse (rn) reported that a custom combi set bloodline leaked from the bottom of the venous chamber upon initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm, but is not expected to. There was no defect or damage noted on the bloodline. There were no issues noted during priming. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted and treatment completed successfully with new supplies. The complaint device was discarded; however a photo is available.